Event description:
It was reported that the customer received a power source alert. The pump's battery would not charge and required the cable to be strategically held in place for the connection to be recognized due to a visibly damaged usb port. There was no adverse impact on the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.